Event description:
Irritation including redness, itching and swelling occurred while using kotex super. I have always used this product until (B)(6) this year. I now use tampax pearl (super). Date the person stopped taking or using the product: (B)(6) 2018. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Reason for use: menstrual cycle / menstruation.